Event description:
Customer reported the pump was alarming for downstream occlusion and was unable to be flushed. When rn went to review line, bulging was noted above the argon piece in the tubing. PICC was removed and and IV inserted. Customer reported no concerns with patient status.

Manufacturer narrative:
The complaint sample has been returned for investigation and is currently in process. A follow up report will be submitted upon the closure of the investigation.